Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred during the load process. The customer was reportedly able to resolve the issue by loading a new cartridge. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer has lantus available as alternate insulin therapy.